Manufacturer narrative:
The information provided about the use of the insulin pump during the high blood glucose event was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was on insulin pump therapy at the time of the reported high blood glucose incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level at the time of incident was over 600 mg/dl and current blood glucose was 550 mg/dl. Customer treated for high blood glucose using insulin pump and manual injection, 18 unit injection at 4.00 am and 15 units at 7.00 am. Customer was currently connected to the insulin pump and had her disconnected. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer does not alleged insulin pump was under delivering. The devices will not be returned for analysis.